Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 bolus) issue. The reporter stated that the meter remote emitted an error 1 when a bolus was attempted from the meter remote. The pump and the meter were allegedly within range and the bolus was completed using the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 related to data corruption. The error could not be cleared. The meter did not pair successfully with a test pump and further investigation could not be completed.